Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with an unknown mentor saline prosthesis on an unknown date experienced right sided deflation and right sided baker grade iii/IV capsular contracture post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 550cc saline prostheses was performed on (B)(6) 2021.